Event description:
International affiliate reports that in 2012, posterior lumbar interbody fusion (plif) was performed for stenosis. Fixation was at l4/l5/sacrum. When devices were removed on (B)(6), 2013, it was noted that two sacrum screws were broken under the screw heads. Only the screw heads were removed and the screw shafts remain in the patient. Affiliate reports the patient did not experience any adverse consequences as a result of the screw breakage. See mfg medwatch report no. 1526439-2013-27749 for the second screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned expedium si polyaxial screw indicates that the device broke at the transition zone from the screw polyaxial ball and the screw shank. The broken screw shank was not returned as it remains in the patient¿s body. Review of the device history record found no discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. Although the root cause cannot be positively determined, the results of a scanning electron microscopy (sem) analysis show that the fractured surfaces exhibited smooth and grainy/rough regions, indicative of fatigue. No material defects or other abnormalities were observed in this analysis. Examination of concomitant device set screws and rods found no defects or abnormalities. No corrective action/preventive action (CAPA) is required at this point as there has been no issues identified in the manufacturing or release of the device and there have been no systematic trends. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.